Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The distributor performed a checkout of the system and confirmed the reported issue. The power controller board was replaced to resolve the reported issue.

Event description:
The hospital reported an internal failure preventing mechanical ventilation. There was no report of patient involvement.